Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported catheter recognition issue was confirmed. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to fractures in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the atrial flutter/atrial fibrillation procedure, communication issues resulted in a procedural delay. The catheter was not registering to the tactisys module or projecting on the system. A different tactisys module was then used, all hardware connections were checked, and the generator was power cycled, but the issue persisted. The catheter was replaced, and the issue was resolved. There was a clinically significant delay.